Manufacturer narrative:
The insulin pump did not have an keypad response due to a flattened button dome switch. The pump was unable to be verified for a battery out limit due to the keypad anomaly. The keypad connector was okay, but the displacement test was unable to be performed due to the keypad anomaly. The following physical damage was noted: minor scratches on the lcd window, cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that all of the buttons on his insulin pump stopped working, and when he removed the battery and reinserted it, he received a battery out limit alarm, which was still alarming at the time of call. The patient's blood glucose at the time of incident is unknown, but his blood glucose an hour prior to the call was 130 mg/dl. The customer changed to a new battery and the screen came on but the buttons were still unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.